Event description:
Particulate matter in a sterile IV device observed during use. There have been approx 10 cases during the past year. When the particulate matter is observed the pt does not receive fluid glucose or saline solution, for example. The pt's glucose level drops or the pt becomes dehydrated. Some lots of the IV tubing are good and some are bad. When the particulate is observed and there is blockage, the ICU nurses have to interrupt the rx delivery to fix the problem. This can cause a temporary physiological deterioration of teh pt while the rx is stopped. The MFR modified the IV tubing to fix the problem by inserting a filter into the line which requires specific priming to function correctly. Per rptr the instructions were insufficient to understand how to perform the priming. They were not specific enough. Also the package labeling sometimes had incorrect directions for use for the in-line filter tubing. Testing conducted by the MFR revealed particulate matter on three tubing sets sent back to them by the hosp. Their testing found a long black particle thought to be a human hair, and another test revealed a small clear particulate believed to be a piece of the plastic housing.